Manufacturer narrative:
As reported, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of the inferior vena cava (ivc) wall. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. An inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The legal briefing mentioned a perforation of the ivc wall. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation of the ivc wall. As a direct and proximate result of these malfunctions, the patient suffered life- threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages .

Manufacturer narrative:
Additional details were received from the patient profile form that the patient discovered that her ivc filter had perforated outside the ivc approximately 10 years after filter implantation. However, the patient was unaware that her injury may have been a result of the defective product and an unreasonably dangerous condition of her filter until within two years of the filing of her complaint. The perforation injury has caused emotional distress, mental anguish, anxiety and stress. Medical records received indicate the patient¿s preoperative diagnosis was morbid obesity with venous insufficiency, hypercoagulable state with plans for gastric bypass with high risk for deep venous thrombosis and pulmonary embolism. The trapease filter was deployed with the top edge of the filter being at the lower edge of adjoining renal veins. Additional information is pending including the manufacturing and expiration dates which will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation of the ivc wall. As a direct and proximate result of these malfunctions, the patient suffered life- threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Additional details were received from the patient profile form that the patient discovered that her ivc filter had perforated outside the ivc approximately 10 years after filter implantation. A CT scan for evaluation of the trapease ivc filter noted tenting of the wall by the filter. However, the patient was unaware that her injury may have been a result of the defective product and an unreasonably dangerous condition of her filter until within two years of the filing of her complaint. The perforation injury has caused emotional distress, mental anguish, anxiety and stress. Medical records received indicate the patient¿s preoperative diagnosis was morbid obesity with venous insufficiency, hypercoagulable state with plans for gastic bypass with high risk for deep venous thrombosis and pulmonary embolism. The trapease filter was deployed with the top edge of the filter being at the lower edge of adjoining renal veins. The product was not returned for analysis. The DHR could not be completed. An inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The legal briefing mentioned a perforation of the ivc wall. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Also, with the information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.